Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back under the therapy pads. The area was described as a rash. The patient consulted urgent care about this irritation and they advised him to remove the lifevest for a couple days to allow the area to heal. The patient stated that the rash has healed.